Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had no disposable alarm. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
Received one device. The customer¿s reported problem, service, was confirmed by functional test. The cause is the motor. Replaced the motor to correct the problem. Pump passed all functional tests after repair."